Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
The customer's mother reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 423 mg/dl. The customer was treated with manual injection. The customer was asked if recalls any significant events leading to the alarm. The customer was not bumped, dropped or exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to pull battery to prevent continued alarms. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.